Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 5 of the 14 days prescribed. The patient has no history of reactions to medical adhesive; however, they did have sensitive skin. Irhythm made several attempts to follow up with the patient to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported skin irritation and signs of a secondary infection to their healthcare provider that were allegedly caused by the zio monitor. The patient experienced itching, dark redness, and a burning sensation at the zio monitor site. Consequently, the device was removed, and their healthcare provider prescribed antibiotic ointment as part of post-care.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.